Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for incontinent with oab. It was reported that when patient is charging her tesla at fast speed and is sitting in the driving seat the patient start to be incontinent again. Patient experience increasing stimulation rectal/anal with stimulation reaching her leg & food. Patient starts leaking and wetting her pans. Troubleshooting included changing programs. The issue was not resolved the time of this report.